Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: there were unexplained power on reset records observed in the black box. The battery compartment was confirmed to be cracked above and below the bumper pad. Moisture corrosion was confirmed inside battery compartment. No power interruptions were duplicated during pump testing. Leak testing failed due to a battery compartment leak. The pump cover was removed; no further evidence of moisture was observed on the printed circuit board or internal components.